Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. Complaints databases searched on product code (B)(4) identified similar complaints received previously. The current investigation could not draw any conclusions about the reported event based on the lack of the instrument to examine and insufficient product information. The complaint shall be closed with a unjustified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The tibial impactor broke.